Event description:
A customer reported a cartridge alarm during the pumping process. Blood glucose level was not adversely affected, remaining below 500 mg/dl. Technical support assisted the customer in properly loading a new cartridge, allowing the customer to successfully resume insulin therapy. The issue was resolved without further complications.